Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was going to the restroom and accidently pulled out the lead. The patient bandage was dangling and "hard thing" was just hanging. She stated at the top it looked like the leads were hanging out. The patient stated the "hard thing" looked like the battery that makes stimulation. She stated she could not feel stimulation. No further complications were reported or anticipated.